Event description:
The event is reported as: the circuit had cracks in the expiratory limb and failed the leak test. No pt injury reported.

Manufacturer narrative:
No lot# provided for sample. Method: sample has not yet been returned to MFR at the time of this report. Conclusion: CAPA #(B)(4) was issued that addresses the issue of circuits leaking. If further info is received, a f/u report will be submitted.